Event description:
During an embolization procedure, at inspection, the subject device looked good; pressure saline bath in place. The subject device was used two times inside a tracker excel-14 microcatheter. After it was placed in a saline bath, the nurse noted a particle floating. When the guidewire was inspected, there was some a segment of that had peeled off. This segment did not go inside the patient. The guidewire was discarded and the procedure was finished. The particle and the guidewire are being sent for evaluation. The procedure went very well, the patient was fine after the case. The next day, the aneurysm rebled.